Manufacturer narrative:
Information about the regarded lot number has been requested but was not posible to obtain. The affected sampler has been received and will be investigated.

Event description:
The customer reported that blood splashed out from the top of the ventilated tip cap (vtc) when ventilating air from the sampler. Nobody came into contact with the blood.

Manufacturer narrative:
The manufacturing process was investigated. It was concluded that the root cause of this malfunction is no upper limit for flow test 1 creates possibilities for machine acceptance of wrong filter position, and not sufficient maintenance procedure of vtc machines.